Event description:
The patient reported, right side rupture. "Product going to the lymph nodes in the axilla" and "silicone infiltration". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of silicone migration and lymphadenopathy are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.